Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered for infinite impedance on the right ventricular (rv) lead. Follow up results on the lead have all been within the normal, expected range and will continue to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It further reported that the rv lead had unstable impedance and a polarity switch occurred. In addition, the lead was oversensing noise and had a high sensing integrity counter (sic). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in clinic to assess the rv lead and the lead impedance was back to within normal limits. Impedance changes or noise could not be recreated with isometrics, left arm/shoulder movement or deep breathing/coughing. It was noted that there were elevated thresholds that mirrored the impedance trends post the polarity switch. In addition, there were episodes of non-sustained ventricular tachycardia episodes that showed noise post the polarity switch to unipolar. The lead sensitivity was adjusted, and it remains in the unipolar configuration.